Event description:
Primary stability achieved, no osseointegration. Peri-implantitis, pain, inflammation. Big periodontal pocket, implantation 8 months after extraction. Persistence of bacterial strain at the site.